Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic experiencing dyspnea. Upon interrogation, the left ventricular lead exhibited loss of capture and high impedance. The impedance remained high both in unipolar and bipolar programming. The lead was reprogrammed and all electrical measurements were in range. The patient was in stable condition.